Event description:
The bd q-syte leaked from the septum during injection with a syringe. The device had been in use for 6 hours.

Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.